Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed using a 24mm watchman flx laa closure device with delivery system (wds) and an anterior curve watchman truseal access system (was). Prior to the introduction of the closure device when the pigtail catheter was removed from the was a thrombus was also removed from the patient. At that time the activated coagulation time (act) of the patient was 176 seconds and an additional dose of heparin was administered. A second act was taken of 276 seconds. The sheath catheter was aspirated to confirm no additional thrombus was present. Transesophageal echocardiogram revealed no intracardiac thrombus was present. The vitals of the patient remained stable throughout and the procedure was successfully completed. During recovery, a computed tomography scan of the head was ordered for monitoring neurological function. The patient fully recovered and was discharged with a prescription for xarelto.